Event description:
During implant, low impedance and loss of sensing were observed on the atrial lead. A different atrial lead was used to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of low pacing impedance and loss of sensing was confirmed. X-ray inspection of the lead found the inner coil in the connector region was over-torqued consistent with procedural damage. Electrical testing found an internal short between the inner coil and outer coil due to the over-torqued inner coil in the connector region. It was determined that the cause of the reported events was the over-torqued inner coil in the connector region consistent with procedural damage.